Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging was reported to be very challenging due to rotated heart. Slda associated with the clip detaching from the septal leaflet appears to be due to the patient conditions (large gaps with tethered leaflets) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to tr. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+ and a rotated heart. It was noted imaging was challenging. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - patient selection (use in tricuspid valve).